Event description:
It was reported during implant procedure that the left ventricular lead perforated the cardiac tissue. Following implant, it was discovered that the lead showed a failure to capture. X-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient was stable.